Manufacturer narrative:
(B)(4). Batch r5c439. Investigation summary: the analysis found that one psee60a device was returned with an endopath excel trocar insert on the shaft and with the closing trigger and anvil in the closed position. One ecr60b cartridge reload was loaded in the device. The cartridge reload was received partially fired 1/16. In addition the knife was noted to be partially advanced into the anvil, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Event could not be confirmed as the articulation feature worked as intended. It should be noted that when using the manual return lever ensure that the knife is fully back on its home position, if the knife remain advance the device jaws would not open. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received? Can you please provide more event details? Was the knife reverse button attempted? The knife return blade was not attempted before the manual override. If so, did it function as designed? Na. Did the jaws of the device eventually open? The device jaws would not open. I did have multiple attempts. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? The patient was not harmed, and the operation was able to continue as usual after the device + port were removed.

Event description:
It was reported that during an unknown procedure that the device jammed inside the patient, fortunately not on the patient. The device jaws would not open after multiple attempts. The head was articulated, so could not be removed through the port. The surgeon went straight for the manual override which failed. The knife return blade was not attempted before the manual override. The device and port were removed to continue the procedure. There were no adverse consequences for the patient.